Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The customer was given juice and washrag by husband to stabilize bg level. The customer was unsure on what could have caused low bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.